Manufacturer narrative:
The self-activation condition that was displayed during the product evaluation may be related to the customer using excessive force when activating the switch. This in turn, causes the internal idc pins in the switching mechanism to move downward. Thus allowing the dome to over travel into a self-activation position. The customer exerting excessive force may be related to an attempt to use a pencil that may have reached it's life expectancy and/or is functioning intermittently. Modifications to the switch base have occurred which limits the travel of the idc pin, thus preventing this condition from recurring. This failure mode is detectable via a loss of tactile feel and the audible generator tone should the pencil remain on. Product labeling indicates that a pencil test should be performed after reprocessing to ensure the product is working properly.

Event description:
Two pencils were found to self-activate during testing at co. This MDR report is inadvertently being filed late.